Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 9am on (B)(6) 2016. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine in response to the alleged issue. She reported that 2 hours after the alleged issue started, she began urinating a lot. She indicated that at 11am on (B)(6) 2016, she self-administered additional insulin as her pump setting told her to take 20 units. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca noted that the patient was not using the meter for the first time and based on the information provided there had been no misuse of the product. The patient did not have test strips at the time of the call. She was unable or unwilling to attempt a rapid charge or to power on the meter with a button press. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hyperglycemia, after the alleged battery charge issue began.